Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-healthcare professional reported that following intraocular lens (iol) implantation in the left eye, the patient was dissatisfied. She experienced anisometropia which severely affected her functioning. She had difficulty with computer-based work, experienced considerable stress and headaches, and struggled with depth perception - she had black right eye from hitting something because she could not assess depth. The lens was removed and replaced with a same model company lens but 2.5d less power in a secondary procedure. The doctor noted that the patient understands that she will lose near visual acuity and will need glasses for astigmatism and for both distance and near vision. The clinical reason for explant was anisometropia. There was no further impact to the patient. Additional information has been requested but is not available at the time of this report.